Event description:
It was reported via phone call that the customer passed away due to end stage cancer. No further information was given due to data protection. The caller returned the insulin pump for analysis.

Manufacturer narrative:
(B)(4). Pump received not stuck in the manufacturing mode. Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with no battery installed. Data analysis: the date of death was not specified. The download history file shows data from (B)(6) 2017 through (B)(6) 2018. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.